Event description:
Additional info from the hcp reports sthe pt ws experiencing opioid withdrawl secondary to pump malfunction. After not being able to get the pump to work, the pump was explanted and replaced. Since the replacement surgery, the pt has had no complications and is reported to be doing fine with no further symptoms.

Event description:
The MFR's rep reported the pt had received a shock in 2005 while plugging in halloween lights. Five days later, the pt presented to the clinic with severe withdrawal symptoms. The pump was interrogated and it was discovered a motor stall had occurred the day before. The pt reported to the hcp he had not head any alarm. The drugs in the pump the pt is receiving are bupivicaine 7.5mg/ml and morphine 50mg/ml. A follow up report will be sent when additional info is received.